Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Investigation is still in progress.

Event description:
For a filter retrieval procedure the gunther tulip vena cava filter retrieval set, was used. During the procedure the proximal end of the snare broke ((B)(4)). There was no harm to the patient. The physician removed the device and used another of the same to complete the procedure with no further complications. Additional information received 19sept2018. The filter was left in the patient. Additional information received 16nov2018. "The filter was tilted and we weren¿t able to get the hook ((B)(4)). No other procedures were need." Retrieval was attempted (B)(6) 2018. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: investigation is based on event description only. It was reported that the filter was tilted, because the hook could not be caught during the retrieval attempt. The filter remained in the patient and no harm to the patient was reported. No imaging was provided and it is not evident, if the tilt was noted before the attempted filter retrieval. Based on very limited information provided it would be inappropriate to speculate at what may or may not have caused the filter to tilt and when in time the filter tilted, so the hook could not be caught during the retrieval attempt. It is not reported, if an attempt was made to retrieve the filter by additional endovascular procedure. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. There is no evidence to suggest that this filter was not manufactured according to specifications and nothing indicates that it did not perform as intended. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.